Event description:
The following has been reported to hamilton medical ag on 09 may 2024. It was reported that hamilton c3 ventilator (sn (B)(6)), it was observed that ac supply not indicated on the screen which was associated to loss of external power in stand-by mode. As reported, this issue was not observed during ventilation. Potential root cause associated to this issue could be related to: - bad connection. - defective power supply. - defective mainboard. Accordingly, the following correction are considered: 1. Check for a defective power supply. If 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. 2. Check for a defective mainboard. Once step 1 passed continue as following. If 26.8 v at mainboard (measured between pin gnd_power and pin +24v_blower) is not available exchange mainboard. Note: if you exchange the mainboard, check for equal revision on mainboard label and entered revision at the unit. Exchange the part according to the results above: - defective power supply. - defective mainboar. If failure reappears: -check cables from / to teslaspy board /led board. -replace the teslaspy board and make sure the latest firmware is installed (refer to (B)(4)). According to the available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g4, g6, h2, h4.

Event description:
The following has been reported to hamilton medical ag on 09 may 2024. It was reported that hamilton c3 ventilator (sn (B)(6)), it was observed that ac supply not indicated on the screen which was associated to loss of external power in stand-by mode. As reported, this issue was not observed during ventilation. Potential root cause associated to this issue could be related to: - bad connection. - defective power supply. - defective mainboard. Accordingly, the following correction are considered: 1. Check for a defective power supply if 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. 2. Check for a defective mainboard once step 1 passed continue as following. If 26.8 v at mainboard (measured between pin gnd_power and pin +24v_blower) is not available exchange mainboard. Note: if you exchange the mainboard, check for equal revision on mainboard label and entered revision at the unit. Exchange the part according to the results above: - defective power supply - defective mainboar if failure reappears: -check cables from / to teslaspy board /led board -replace the teslaspy board and make sure the latest firmware is installed (refer to kb-3646). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.